Manufacturer narrative:
Lot no: the customer reported 2 potential lot numbers 38647779 or 3845287 (manufactured 02/01/2014, expiring 12/1/2021). The device was discarded. If additional information become available, a supplemental report will be submitted.

Event description:
The customer reported that a plum set was leaking at filter site (different infusion rates between 150 to 900mls per hour). The leakage occurred on multiple occasions. The multiple drugs involved are paclitaxel, nivolumab and pemetrexed. There was patient involvement but no adverse events.